Event description:
One day after spinal decompression and pump replacement surgeries, the pt experienced increased pain. A catheter dye study revealed that the catheter was fractured at the pt's waist. The catheter had been in place for about 10 years and was heavily scarred into placed. The hcp removed the catheter in pieces. A new catheter was tunneled to the pump. The surgery was over 4 hours long. The pt was recovering well from surgery 2 days later. Please reference mfg. Report # 3004209178200903192.